Event description:
It was reported that on (B)(6) 2023, a 3mm x 2mm amplatzer piccolo occluder was selected for an implant using a 4f amplatzer torqvue lp delivery system(tvlp) in a 6 week old preemie born on (B)(6) 2023 at 25 weeks gestation. The baby weighed 1.1 kilograms. The patent ductus arteriosus (pda) was measured on both transesophageal echocardiography (tee) and fluoro. The narrowest portion of the pda measure 2.0mm with a length of 8.4mm. The piccolo was placed intraductal via the 4f torqvue lp delivery system the piccolo was sitting more anterior in the duct, closer to the pa side. Upon release the device embolized to the lpa. The baby remained stable throughout the procedure. The physician used a non-abbott device to snare the piccolo into the sheath and removed from the body. The baby remained stable and the physician proceeded to measure the ductus and it was now measuring 2.5mm at the narrowest point. The physician then placed a 4mm x 2mm amplatzer piccolo occluder using the same 4f torqvue lp delivery system. The piccolo was placed intraductal and was successfully deployed. The baby remained stable throughout the case and was transferred back to the neonatal intensive care unit.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device embolization to the lpa and explant was reported. The embolized device was successfully retrieved by using non-abbott device to snare and removed from the body out of the lpa without issue. A review of the ductal measurements as reported from the field was performed. Images received appeared to show the amplatzer piccolo occluder within the ductus arteriosus placed in the intra-ductal position prior to release from the delivery cable. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.